Event description:
Sometime during a laparoscopic procedure, co2 leakage reportedly occurred. The surgeon replaced the valves and surgery continued. Completed details were not provided.

Manufacturer narrative:
This is a response to the fdas request for additional information. Missing information for e1 was entered. The distributor did not provide the hospital or surgeon name and address. F10 is to be completed by distributors. Gm engineering is a MFR. Initial medwatch instructions requested the MFR to complete parts of section f. H6: the device was not provided to the MFR. An evaluation was not performed.